Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: user error.

Event description:
Australia. Allegedly, during a scheduled procedure for unilateral left breast exchange from tissue expander to breast implant, a breast sizer was implanted instead of the breast implant. The patient was promptly informed during recovery and was taken back to surgery the same day to replace the sizer with a breast implant. This occurred during the same admission and was identified by hospital staff. At this point, the serial number involved is unknown.